Manufacturer narrative:
The formed needle was found to be visible in the exposed portion of the soft cannula. The formed needle was not seated properly within the slide retract which caused a failure of the needle mechanism to retract the formed needle. Damage was found to the slide retract which indicates that the hard cannula was incorrectly installed. Blood was observed on the device. The formed needle and bottom housing were inspected for damages or defects and an inadequate formed needle tip was found. The inadequate formed needle tip can be confirmed as the cause of bleeding and pain during insertion. An 0x33 alarm was generated, indicating a command was not received when a previous command had mctf bit set. No timeouts or drive stalls were produced. The device was unable to be paired with a master pdm and deliver a 5 unit bolus due to the reservoir plunger being too far advanced. No damages or defects were found that would contribute to this alarm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose rose to 370 mg/dl while wearing the pod between 4 and 24 hours on the infusion site (arm). Bleeding, swelling, and pain at the infusion site were also reported. It was reported that the needle did not retract when the pod was activated; this indicates that a needle mechanism failure occurred. As treatment, the pod was removed and a new pod was activated. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6).